Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient has had issues for the last 3 months to get right settings and intensity levels for them since they had not had relief from their neuropathy in their legs and feet. The patient has had 3 separate meetings to meet with their manufacturer representative (rep) to reset the settings to a point where they would achieve pain relief but they still had not had pain relief in neuropathy in legs and feet. When they would meet in person the rep would use their own communicator and tablet to where they could get it working in office but not at home. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). It was reported that it is unclear why the patient was not experiencing relief back in (B)(6). It¿s possible there was too much swelling due to the implant. They have met with the patient twice since then, in (B)(6) and then again on monday (B)(6). Both times he was provided with several different programs to try. The rep met with them on (B)(6) and then again (B)(6). Both times they were provided new or enhanced programs. The rep stated that hopefully this latest round of programing enhancements will provide therapeutic relief for the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the patient (pt) reporting that they were implanted with inceptiv about 2.5 weeks ago and the stimulation is not working. Pt stated the device was activated about a week and a half ago and the manufacturer representative (rep) said they would not feel effects for about a week. On the call, pt was able to connect in the mystim app and saw groups a and b. Pt stated they were at 2.3 (dropped to 2.0) which had no effect and no pain relief. Pt stated they have diabetic neuropathy. Pt added that they turned over in bed and feel pulsing through the left leg but not the right leg. Pt stated that group b was 1.6 at the clinic and they went up to 1.7 which felt like electrical current in both legs. Pt stated they have been waiting for a phone call from the rep the last couple days because the rep wanted to make sure he 'didn't make a mistake'. Pt stated they are desperate for pain relief. Agent provided nas # and redirected to hcp to further address the issue.